Event description:
User facility reports needle detached from syringe on 2 separate occasions.

Manufacturer narrative:
Info received from the surgeon indicated the cannula became detached from the syringe two times during the same procedure, not on two separate occasions as previously reported. Detailed info regarding this incident was reported in the follow-up report to MFR (MFR's internal reference number 0297-0158b).